Event description:
During a pulmonary vein isolation (pvi) procedure a polarsheath was selected for use. The valve of the sheath was leaking saline during the case. The sheath was replaced. The procedure was completed without any patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Microscopic visual examination revealed a major tear in the outer slit on the valve seal. The device did not pass hemostasis at 5.5 psi pressurization with saline, and aspiration with 10 cc and 60 cc syringe at various flowrates. The device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter. The valve body was then submerged in a beaker of water and no bubbles appeared. The pressure decay value did not pass as a gross leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a pulmonary vein isolation (pvi) procedure a polarsheath was selected for use. The valve of the sheath was leaking saline during the case. The sheath was replaced. The procedure was completed without any patient complications.